Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced an episode of syncope, and electromagnetic interference (emi) was suspected with the implantable pulse generator (ipg). The device remains in use. No further patient complications have been reported as a result of this event.